Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes were pressed as if the plastic had melted. No serious injury or medical intervention.